Manufacturer narrative:
Date of report received 13 may 2019. MFR received date 02 may2019. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the ur ll resistance and ul lr/ur resistance ration being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. (B)(4). Reporter phone number unknown. The customer troubleshot with philips technical support and performed a touchscreen calibration. However, the issue continued. The customer replaced the touchscreen to address the issue.

Event description:
It was reported that half of the touchscreen on the ventilator did not work. There was no patient harm reported. The event date was not specified; estimate used.